Event description:
The customer called for help with her contour meter. She alleged that she received control test results that were out of range. The customer performed control tests while troubleshooting and received a result of 222 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.